Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. Treatment for the event was not reported. The patient was recovered from the peritonitis and pd therapy was ongoing. No additional information is available.